Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside. The product damage was identified during loan kit inspection, by the loan kit technician.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "this instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside. This instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '254501041, attune patella drill clamp¿ had missing screw. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received,"this instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune patella drill clamp has a missing screw inside the patella clamp cylinder. This condition may occur during the cleaning/sterilization process. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. Additionally the device present signs of heavy wear condition at the entire surface consistent with repeated use and servicing (around 11+ years). A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "this instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside. This instrument is composed of 1 part. A screw inside the hollow tube section is missing and a washer is loose and rattling around inside." The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment ¿(B)(4).jpg¿. The photo investigation revealed that '254501041, attune patella drill clamp¿ had missing screw. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate."